Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2024-02822.

Event description:
Per the clinic, the patient underwent a skin revision surgery to reduce skin flap and steroid injection (date not reported). Additional information has been requested but has not been made available as of the date of this report.